Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient having an overall decreased ability to feel stimulation over the "past few months ," except when the antenna of the programmer was directly over the implantable neurostimulator (ins). During an appointment, the patient did not feel stimulation initially but began feeling a "strong, painful shock-like" stimulation in the right labia when the antenna was over the ins. The issue also occurred when the patient bent over. The hcp turned the device off and settings to 0 amps. Changing programs did not resolve the issue as the patient had improvement for 4 days but then had a return of symptoms. It was noted that the current battery replaced an old battery in (B)(6) 2015. Cause, troubleshooting, actions, and outcome remain unknown. Follow up was conducted to obtain additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that immediately following a battery change, the patient experienced a loss of efficacy and increase in the number of urinary incontinent episodes/day. Improvements in incontinence were partly restore through programming. However, the patient was experiencing shocking sensations at the implantable neurostimulator (ins) site every time the patient or physician programmer was placed over the ins. The patient experienced the shocking when programming parameters are adjusted but the shocking diminishes in a matter of minutes following the programming changes. It was unclear if the shocking occurred with or without programming (if the programmer was placed without telemetry). The impedance values were within normal ranges but the measurements had not been taken with higher amplitudes. It was further reported on (B)(6) 2015 that the patient did not experience the shocking when the device was off. The patient did not report shocking with change in position, activity, or the clinician pressing on the ins site. The patient was able to tolerate the electrode impedance measurement. The therapy settings were very low (less than 1 volts and sometimes less than 0.5 volts). There were no falls/trauma that could be related to the issue. It was considered a sudden change in therapy/symptoms. If additional information is received, a follow-up report will be sent.